Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch that black spec isn¿t always imbedded into the material in the chamber. The black spec was easily wiped away with a finger, so this is not embedded into the material. They were able to wipe it off after cutting the chamber open. If they see a black spec, it is coming back as a return. When their team found the product and cut it open 2 of them were easily wiped off. There were no reported patient involvement and harm.